Manufacturer narrative:
(B)(4) the investigational analysis has been completed. The returned device was visually inspected upon receipt and it was found that the clear sensor sleeve (pebax) was damaged. A scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the separation section presented evidence of scratches and displacement material between the polyurethane (pu) and pebax. This condition might have contributed to the filtration of blood inside of the pebax reported by the customer. An internal corrective action has been opened to investigate the pebax issues. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Per the event reported, the catheter was evaluated for the screening test and force calibration check. The catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working properly. Finally, the force sensor values were found within specifications. The customer complaint regarding a force issue cannot be confirmed. An internal corrective action has been opened to investigate the pebax issues.

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter and the biosense webster failure analysis lab discovered during the investigation assessment that there was damage to the pebax. It was initially reported that half way through the procedure the catheter stopped sensing force when radiofrequency was on. Changing the catheter resolved the issue. It was also noted that blood was present in the spring chamber when the old catheter was removed. The procedure was completed with no patient consequence. This force issue was non-indicative of an MDR reportable event as the most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. It was reported that there was foreign material found underneath the pebax (spring chamber). However, there was no report that there was integrity damage to the pebax. Therefore, this issue was assessed as not reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab discovered on october 2, 2015 during the investigation assessment that there was damage to the pebax. Therefore, since the integrity of the catheter has been compromised, this issue has been assessed as a reportable malfunction. The awareness date is reset to october 2, 2015.